Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed in the market (B)(4) units. There are no units in our stock. We have not received any sample for analysis, only a picture showing an open sample with the needle detached from the thread, and the thread is still wound on the pack. Although without any closed sample we cannot carry out an analysis in order to take a decision, this product is already out of date. The complaint was received on 25 february 2025 and the expiry date for this code-batch is 15 july 2024. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were 0.98 kgf in average and 0.75 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep): 0.69 kgf in average and 0.35 kgf in minimum. Conclusion root cause analysis: it has not been possible to determine the root cause because only a picture showing an open sample has been received. Nevertheless, this code-batch had already expired when the complaint was received. Final conclusion: despite receiving a picture showing a defective sample, the case is considered not confirmed, as the product was already expired when the complaint was received and without closed samples a proper analysis cannot be performed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with silkam suture. The client reported that the needle detached in packaging. Before use and no patient involved.